Event description:
It was reported that the patient's generator would be replaced because it was at end of service and could not be interrogated. A battery life calculation was performed using the programming history available to the manufacturer that agreed that the generator was likely at, near, or past end of service. An implant card was later received indicating that the lead was also replaced due to a "lead discontinuity." Follow-up with the surgeon's office confirmed that the previous generator could not be interrogated and the high impedance was found when the new generator was attached to the existing lead. The lead was then replaced. Diagnostics following lead replacement were normal with impedance value of 800 ohms. Review of the programming history available to the manufacturer found that the high impedance had been present since (B)(6) 2009. Last known good diagnostics were taken on (B)(6) 2009. Attempts for additional information and the return of the explanted lead and generator have been unsuccessful to date. No adverse events have been reported.

Event description:
Additional information was received indicating that the neurologist only recently began seeing the patient and the generator had been depleted and unable to be interrogated when the physician began seeing the patient. No trauma or manipulation had been reported. A manufacturer representative went to the hospital to retrieve the explanted products however they were not available for return.

Manufacturer narrative:
Type of report, corrected data: initial report inadvertently did not indicate "30-day."

Manufacturer narrative:
Analysis of programming history. Device failure suspected but did not cause or contribute to a death or serious injury.